Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened bolus express, act and escape buttons dome switch. No unlocked j2/lcd keypad connector noted. Unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify possible over/under delivery anomaly due to unresponsive button.

Event description:
Customer states they are not getting insulin from pump. Customer states the amount of insulin in reservoir hasn't changed in couple of days. Troubleshooting was not performed. Product is expected to return.